Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, intermittent r-wave oversensing was observed due to myopotentials. Technical support recommended device reprogramming to resolve the issue. The patient was stable.